Event description:
It was reported that after successful coronary stent deployment, the balloon became stuck in the stent. The physician attempted several more inflation's without success. Another balloon catheter was put down and inflated for removal without incident. Pt status is listed as "okay".